Manufacturer narrative:
The lot number was not available on the date of filing. Therefore the UDI and manufacture date were also unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were two defective instrument, cranial frames. There was no patient present.